Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The sion blue referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the left anterior descending artery and the diagonal artery. A balance middleweight guide wire was placed in the left anterior descending (lad) artery and the sion blue guide wire was placed in the diagonal artery. A 3.5 x 23 mm vision stent and a 3.5 x 8 mm vision stent were deployed in the lad. A 2.5 x 8 mm vision stent was deployed in the diagonal artery. A second stent was to be deployed in the diagonal artery; however, the sion blue guide wire lost vessel access and slipped back into the lad. During re-positioning, the sion blue guide wire caught on the struts of the 3.5 x 8 mm vision stent implanted in the lad. Intravascular ultrasound (ivus) noted that the vision stent was not well apposed to the vessel wall. The sion blue guide wire was noted to "feel different" and it was noted that the guide wire had separated. The physician is not sure when the guide wire separated. The separated segment was not removed and, at the end of the procedure, remained in the patient anatomy, stretched from the diagonal artery into the descending aorta. On 12/16/2015, the patient underwent a percutaneous coronary intervention (pci) and a 4.0 x 8 mm vision stent was implanted inside the 3.5 x 8 mm vision stent and the separated wire was crushed against the vessel wall. The most proximal portion of the wire remains extended into the descending aorta. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and the reported treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.